Event description:
It was reported that the patient was told "one of their leads went bad." The patient had been in to visit their health care provider the day before report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6), product typ lead, product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6), product typ lead, product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6), product typ lead, product ID 37752, serial# (B)(4), implanted: 2007 (B)(6), product typ recharger, product ID 37742, serial# (B)(4), implanted: 2008 (B)(6), product typ programmer, patient product ID 37742, serial# (B)(4), implanted: 2007 (B)(6), product typ programmer, patient. (B)(4).